Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had lower extremity weakness, and not able to stand. It was further noted that the patient¿s therapy/device stopped working a year ago. The patient was incontinent; however, a rep was in the area and got system to work again for a brief period of time. The patient just has not gotten around to working with the doctor to address the therapy loss. No further complications were reported or are anticipated.